Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. Troubleshooting was performed. Customer state this is not the second occurrence of replace battery now without a low battery warning. Customer states the battery cap is not loose, cracked or damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current measurement. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.